Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to perforation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to perforation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient code.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to perforation. Ad was implanted. No additional adverse patient effects were reported.